Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, lot# unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported there was a potential catheter leak. The event date was reported to be (B)(6) 2019. The patient experienced what was thought to be a pocket fill during refill, but on testing, it turned out that the fluid in the pocket was cerebrospinal fluid (csf), not baclofen. A catheter dye study and fluid analysis from the pocket site was performed. Investigative surgery was to take place on (B)(6) 2019. The issue was not resolved. Contributing factors were unknown. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported.